Manufacturer narrative:
The doctor reported that the crown was replaced. Evaluation of the product involved in this incident was conducted and found to be within specifications.

Event description:
On november 18, 2009, a doctor alleged that he had 5 cases of temporaries placed with tempbond clear that set too hard, which either had to be cut out or the tooth broke during removal.on this fourth instance, the temporary had to be cut off to be removed.